Event description:
Tip of a depth gauge broke off into a drilled screw hole in the acetabular cup. Attempts were made to retrieve the piece but ultimately, they proceeded with the joint replacement without removing the retained piece.